Manufacturer narrative:
The reported sensor (B)(6) was returned for investigation. Visual inspection was performed on the returned sensor, no issues were observed. The sensor plug was properly seated in the mount. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was de-cased and no issues were observed on the printed circuit board assembly (pcba). The battery was measured and determined to be within specification. This issue is confirmed to brownout reset. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced shaky legs, unable to stand and was unable to self-treat, requiring third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced shaky legs, unable to stand and was unable to self-treat, requiring third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.